Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced endothelial cell loss in side comparison. Additional information was requested and received reporting the patient experienced a stent shortening procedure. The patient was also hospitalized. The surgeon also reports the device had endothelial contact.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number, product number, or implantation date was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).